Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
I was notified yesterday that they heard a popping sound in her arm that morning when they flushed it and the PICC would not flush and there was pain in her arm. She came to the emergency room and ultimately the PICC was removed and found to have a break under the skin.